Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump displayed pump jam and overspeed error messages. There were no adverse consequences to the pt as a result of this event.